Event description:
Reported on voluntary medwatch (B)(4): "blood specimen drawn utilizing vamp (venous arterial blood protection system). Stopcock and syringe position may have contributed to user obtaining diluted blood samples utilized to erroneously treat patient." Update from customer - patient received potassium chloride based on the values obtained.